Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a minor lead migration. The patient states that she has not fallen or done anything to cause the lead migration in her opinion. The impedances were normal. A new x-ray film taken on (B)(6) 2020 indicated the migration. The manufacturer representative was able to reprogram the system utilizing the appropriate electrodes for differential target multiplexed¿ spinal cord stimulation (dtm).  The issue was resolved at the time of the report. No surgical intervention was performed or planned to resolve the lead migration as reprogramming was successful.